Event description:
It was reported that the unit did not function as intended.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. During the evaluation, scratch marks concentrated in the front and sides of the probe¿s lumen and insulation were observed. The insulation was torn on the right side of the probe (electrode facing forward). No other visual wear marks were observed on the back of the wand¿s insulation. The device history record of the reported lot number disclosed no discrepancies that could contribute to this condition. Based on the returned unit¿s evaluation; the scratch wear marks observed and the bent lumen, are indicative of friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), when inserting or removing the probe into an obstructed passageway can be identified as the root cause for the reported condition. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit did not function as intended.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.